Event description:
Caller indicated that the newtak read 320 and insulin was given based on that reading. Caller suspected meter was reading high so he checked her bg with a glucometer elite meter, which read below 70. She was taken to the hospital and was reading low, in the 20's because too much insulin had been given. She has developed various complications and has been in and out of the hospital 4 times since the incident. Caller indicated lcd went bad after incident.